Event description:
It was reported that a low battery and high impedance was observed on the patient's vns. The patient was referred for full vns replacement surgery. The patient underwent vns generator replacement surgery. Pre-operative diagnostics indicated that the results were within normal limits. The orss stated that the patient's vns was programmed off prior to diagnostics and that the physician's tablet software was likely m3000 v1.5. The patient's parents and physicians decided to proceed with the replacement due to the model and age of the device. This issue was duplicated with in-house testing. For model 102/102r generators programmed to output currents greater than 1.00 ma , it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current greater than 0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. The explanted product has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
During an internal periodic review of the programming history database, it was found that the high impedance for this patient was actually found at an earlier date than initially reported. It was also found that the device was disabled the same day the high impedance was first observed.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently stated "the explanted product has not been received by the manufacturer to date." When the product had been received by the manufacturer.

Event description:
The explanted generator was received by the manufacturer. Generator product analysis was completed. There were no performance or other adverse conditions found with the generator.